Event description:
The reporter indicated that a 13.2mm, vicmo13.2 -8.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Claim #: (B)(4).

Manufacturer narrative:
H6: health effect - impact code - correction from 4627 to 4629 in itial MDR. Claim#: (B)(4).

Manufacturer narrative:
H6: medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation) added to initial MDR. Claim#: (B)(4).